Event description:
It was reported that during an emergency interventional procedure to the middle, right coronary artery with heavy tortuosity, heavy calcification and small caliber, the asahi prowater flex 180 guide wire was advanced through the lesion. The 2.5 x 12 mm trek rx balloon dilatation catheter was advanced, inflated and deflated. On withdrawal of the balloon catheter, the trek and prowater felt stuck together. All devices were removed from the patient. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The asahi is being filed under a separate MFR number. Evaluation summary: evaluation of the returned trek dilatation catheter noted blood visible on the balloon and contrast in the loosely folded balloon and inflation lumen, consistent with preparation and use of the catheter in the patient anatomy. The prowater flex guide wire was returned with blood and contrast on the coil. There was a kink in the tip 7 mm proximal to the tipball. There were two bends in the tip, 1.8 cm and 2.1 cm proximal to the tipball. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The inner diameter of the guide wire lumen was measured and met manufacturing criteria. The returned guide wire was back loaded and removed from the balloon catheter with no resistance noted. After the guide wire was back loaded through the balloon catheter, the balloon was inflated to the rated burst pressure (rbp) and the balloon catheter was checked for inner member collapse. The reported difficulties were unable to be confirmed as the guide wire was able to move while the balloon was pressurized to 14 atm. When the indeflator was in the neutral position, the guide wire was removed with no resistance noted. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no similar incidents reported for difficult to remove the guide wire. All dilatation catheters are visually inspected and checked for proper guide wire movement on the manufacturing line.